Manufacturer narrative:
(B)(4).

Event description:
It was reported that an edwards bioprosthetic pericardial aortic valve was explanted after an implant duration of three (3) days due to aortic regurgitation, mild perivalvular leak (pvl), and improper opening of one of the leaflets. The patient had a pneumonectomy and it was an extremely difficult case with the heart falling into the right chest. The bioprosthetic aortic valve had a mild pvl that could not be repaired. The valve had a little film on the leaflets that was not felt to have impacted the leaflet. One of the leaflets was not opening properly and the echo showed aortic insufficiency, as such, the valve was explanted. Per the medical records, a repeat echocardiogram demonstrated what appeared to be a stuck leaflet on the patient's aortic prosthesis valve. There was no obvious injury to the valve, although there was some fibrinous material onto the leaflets. The valve and all pledgets were removed. The valve was resized to another 23 mm tissue valve. The explanted valve was replaced with another 23 mm edwards aortic valve. The coronary ostia were checked and they were patent. There appeared to be normal valve function with a trace perivalvular leak, which was felt to be insignificant. The patient was discharged with home health on pod #26.

Manufacturer narrative:
Evaluation summary: customer report of stenosis, regurgitation, and improper opening of one leaflet could not be confirmed due to condition of the valve as received. The report of perivalvular leak cannot be confirmed through visual observations. X-ray demonstrated wireform intact. Leaflet 3 had a cut section of 9mm x 6mm; the cut fragment was returned and matched up to the valve. Leaflet 2 had a 2mm non-transmural cut near commissure 2; the cut had an even edge. Serrated markings were observed on the cusp of leaflet 2. Fibrin like material was observed on the inflow and outflow aspect of the leaflets. The valve appeared in similar condition as in the image provided.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Additional manufacturer narrative: aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Central leak may occur due to suture looping, when the surgeon inadvertently loops a suture over one of the commissural posts. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Other technique related factors and/or anatomical related factors can also contribute to the development of pvl. The root cause of this event cannot be determined with the available information. The subject device has not been returned for evaluation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that an edwards bioprosthetic pericardial aortic valve was explanted after an implant duration of three (3) days due to aortic regurgitation, mild perivalvular leak (pvl), and improper opening of one of the leaflets. The patient had a pneumonectomy and it was an extremely difficult case with the heart falling into the right chest. The bioprosthetic aortic valve had a mild pvl that could not be repaired. The valve had a little film on the leaflets that was not felt to have impacted the leaflet. One of the leaflets was not opening properly and the echo showed aortic insufficiency, as such, the valve was explanted. No additional details were provided.